Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. No product or data was provided for evaluation. Loss of connection could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Date of event - correction (B)(6)2018 describe event or problem - correction "dexcom was made aware on (B)(4)2018, that on (B)(6)2018, a loss of connection occurred." Lot # - correction "6007908" reporter city - correction "(B)(6)" reporter zip code - additional correction/additional information device manufacture date - correction "13-jul-2018"

Event description:
Dexcom was made aware on (B)(4)2018, that on (B)(6)2018, a loss of connection occurred.

Manufacturer narrative:
(B)(4).